Event description:
Routine complaint investigation when a consumer's caretaker reported being unable to perform a blood glucose test due to error messages. The consumer was taken to a health care facility three times over a 2 day time period before being hospitalized for hyperglycemia and other unknown causes.